Manufacturer narrative:
The hospital reported the occurrence of a technical error code during ventilation. No repair information was provided and the ventilator¿s logs were not sent for evaluation. The customer downgraded the software to an earlier version and returned the ventilator to service. Software installation erases the test and event logs prior to the installation. The test log contains the results of all tests performed during the automated pre-use checks. While the event log contains information such as parameter settings, set alarm limits and generated patient related alarms e.g. Pressure alarms. Without the logs no investigation has been possible. The reported technical code that indicates a printed circuit board expiratory channel failure has not been confirmed. Its cause, if it occurred in this case, has therefore not been determined.

Event description:
It was reported that while the ventilator was connected to a patient, it generated a technical error code indicating an expiratory channel failure. There was no patient harm. (B)(4).